Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va07a6d, implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 26-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during routine explant for (eos) end of services on ins with replacement of new system lead broke upon explant but there was no abandoned product. There was no surgical intervention that occurred. The issue was resolved at the time of the report.